Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. The physician deployed the promus element plus drug eluting stent. However, when they went back in with a post dilatation of a non bsc balloon, the stent was deformed. They removed the balloon and ended the case. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).